Event description:
It was reported that the patient did not receive effective therapy since implant and experienced increased spasticity of the "whole body". There also was a volume discrepancy that occurred on (B)(6) 2012. The actual residual volume (arv) was 18ml and the expected residual volume (erv) was 2.4ml. A motor test was performed and the pump "worked fine". It was indicated that a catheter opacification was performed on (B)(6) 2012 and was "ok". The pump's volume was checked at that time and there was no volume discrepancy. The arv and erv were both 11ml. The dose was increased to 150ug/d. It was later reported that the patient had a refill on (B)(6) 2012 and the dose was increased until reaching the right state. The physician believed for now that the system had no issue and he had to find the adequate dose for the patient. No further trouble-shooting was planned. At the time of this report the patient was alive and without injury. The drug delivered via pump was baclofen.

Manufacturer narrative:
(B)(4).